Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead which led to inhibition of cardiac pacing. The noise was reproduced in the clinic. The rv lead was reprogrammed. The patient was in stable condition.